Event description:
It was reported that the user resumed ilet use after a brief pause and treated a lower glucose reading around 80¿84 mg/dl with a 20 oz bottle of juice/soda, after which blood glucose increased to the mid-200s without symptoms. This aligned with a user handling error rather than a device malfunction. Symptoms included hyperglycemia peaking at 263 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or overtreating low glucose and failure to follow instructions. No specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.